Event description:
It was reported that during a follow-up, the pulse generator exhibited backup vvi operation. The device remained implanted and would be scheduled for a replacement due to a normal elective replacement indicator.